Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an update was received about a former reported adverse event (infection) of the patient. It is reported that the event was probably not related to the device norian drillable. Plate was removed (B)(6) 2011 and the patient was treated with antibiotics. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.